Event description:
Additional information stated that following the patient¿simplant surgery the patient ¿had 50 staples and was cut from bottom to top to put the system in.¿ it was reported the patient ¿went to the doctor¿s office to remove the staples¿ and that she ¿was not feeling well.¿ it was stated that one week later the patient was admitted to the hospital for ¿4-5 days¿ with ¿double pneumonia.¿ it was further stated the patient ¿went home with antibiotics.¿ the patient noted they were ¿passed out half the flight.¿ at the time of the patient¿s follow-up report, it was unclear when or where the flight occurred with respect to the patient¿s hospital stay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the initial implant ((B)(6) 2010) the patient was hospitalized due to pneumonia. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3777-75, lot#, serial# (B)(4), implanted: (B)(6) 2010, explanted: product typ: lead product ID: 3777-75, lot#, serial# (B)(4), implanted: (B)(6) 2010, explanted: product typ: lead product ID: 37743, lot#, serial# (B)(4), implanted: explanted: product typ programmer,(B)(4).